Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of redness, itching, rash, and blisters/welts. Patient did seek medical treatment and was treated with an otc medication. Patient did follow proper skin preparation instructions.